Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery that is 85% stenosed. Pre-dilatation was preformed with a 2.5x12mm unspecified balloon and a 3.0x18mm xience xpedition stent was deployed. A distal edge dissection was observed and a 2.5x18mm xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.